Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high voltage lead impedance out of range was observed. Noise was not noted after testing. The lead will be monitored.